Event description:
It was reported that during implantation of the intraocular lens (iol) the front haptic of the lens was truncated back. The lens was removed and replaced during the same procedure. The incision was enlarged.

Manufacturer narrative:
(B)(4) - incision enlargement. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. The lens was received with a missing haptic. The lens was inspected at (B)(4) microscope magnification. Visual inspection revealed that the lens piece received had what appeared to be viscoelastic residue, scratches and surface residuals (particles). The lens condition is consistent with a lens that was removed from the patient¿s eye. A manufacturing record review was performed; no deviation was identified or non-conformance (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.